Event description:
Caller reported a malfunction on the pump, which led to high blood glucose levels. Specific values were unknown as the display showed "high." The customer used correction injections to address the issue without requiring assistance from a third party. There was no reported impact to the customer¿s blood glucose level. Due to the malfunction and the pump's warranty coverage, technical support decided to replace the pump. The customer was informed of storage mode instructions and advised on steps for using the replacement pump, acknowledging receipt of a return box and pre-paid label for returning the faulty pump within ten days.